Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the system controller would not operate the test pump. In the investigation, an open fuse was revealed. The fuse was replaced and the system controller was functionally tested and was found to function as intended. A cause for the damage to the fuse was not identified during investigation. The data log file was downloaded successfully and was consistent with the discovered damaged and the reported event. In addition, the log file was reviewed which contained numerous events where the system controller was unsuccessfully attempting to start the pump, consistent with the reported event. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vac coordinator reported that the pt's back up system controller was not working when he plugged it in. The pt had been storing the system controller in his garage. The pt was able to be supported on their other system controller during the event without incident. The system controller was exchanged by the hospital with another system controller.